Event description:
An ultratome sphincterotome was being prepared for a procedure (gender, age, weight unknown) . According to the complainant, a lock of hair was noted inside the pouch. There were no patient complications reported with this event.

Manufacturer narrative:
As received, a visual evaluation was done and a hair like fiber was found in the pouch. In addition, the seal had not been broken on the pouch. A lot history search was performed and revealed no anomalies relevant to this complaint.